Manufacturer narrative:
Other relevant devices are: ixw1816c80xh , s/n: (B)(4); use by date: 05-jun-2010; (B)(4).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm in diameter abdominal aortic a neurysm. It was reported that patient had not returned for routine follow up appointments. It was reported that, approximately 8.5 years post index procedure, a CT exam showed that the talent bifurcated stent graft has migrated distally with no endoleak present. The talent bifurcated ipsilateral limb was chronically occluded, on an unknown date. The contralateral limbs had identifiable compression however there was still blood flow. It was reported that the physician elected to convert to an aui with the implantation of endurant iliac limbs to reinforce the contralateral iliac limbs and performed a femoral to femoral bypass. The blood flow was restored the event was resolved. The physician stated that the cause of the event was due to patient not returning for routine follow ups and anatomy of aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Films review summary: the exact cause of the stent graft migration and limb occlusion could not be determined from the limited films provided. The anatomy at implant is unknown, earlier post-implant films were not available as the patient did not return for follow-up¿s, and images during the recent intervention where the patient was converted to an aui were also not provided. Review of several still CT slices confirmed that the bifurcate had migrated into the sac and one of the limbs had occluded; however, lack of scale prohibited any stent graft or vessel measurements to be made. It is likely that the migration had led to a proximal type I endoleak which was pressurizing the aaa, and also may have contributed the stent graft occlusion. It is possible that disease progression (neck dilatation) and aneurysm morphology changes may have contributed to these events. If information is provided in the future, a supplemental report will be issued.